Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the alleging the insulin pump was under delivery due to high blood glucose level. The customer¿s blood glucose level was 377 mg/dl at the time of incident and 300 mg/dl. The customer did provide details regarding symptoms such as not feeling well. The customer treated with the manual shot. Customer states the performed displacement test and the test was passed. Customer was declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the wishes to performed high pressure test. Troubleshooting was performed. The product will not be returned for analysis.